Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019; crts (B)(4) hcp): information was received from a health care provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic intractable pain. It was reported that the pump was non-functioning but the caller did not know why or for how long. No patient symptoms were reported. No further complications were reported.